Event description:
Resident was in shower chair. Strap came loose and resident fell out of chair. Landed on posterior and hit left elbow. Subsequent x-ray indicated fracture of l-3 spine. Evaluation: safety strap replaced after inspection revealed that although the strap was not torn or obviously defective, that it did slip, even under a very light load. The new strap is secure and does not slipdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. The device was destroyed/disposed of.